Event description:
A caller reported that the battery of their t:slim x2 pump was not charging, causing the pump screen to remain dark and not turn on. Despite the initial issue, the battery began charging after being left plugged into a working outlet for at least 30 minutes using original charging supplies. No adverse impact on the customer's blood glucose level was found, as it did not exceed 500 mg/dl. The customer was informed that insulin on board and max hourly bolus would reset to zero, and cgm sessions must be manually restarted if the pump turns off or resets. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.